Manufacturer narrative:
Conclusion: vessel perforations are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00535. Hospital disposed of device.

Event description:
Patient underwent thrombectomy procedure for embolism in the left m1 using the penumbra system. 1,500 units of IV t-pa were administered before the operation. Aspiration was done with a reperfusion catheter 054 and a separator 054 to debulk the clot for 26 minutes. 4,000 units of heparin were administered. During the procedure, the reperfusion catheter perforated the c3 artery and caused a carotid cavernous fistula (ccf). The patient underwent embolization procedure for the ccf. Physician's comment: ccf was related to the penumbra system.